Manufacturer narrative:
The lead and the ICD under complaint were in depth analyzed. The performance of the lead was scrutinized, including a visual and an electrical inspection. The analysis demonstrated a rubbed through insulation in the area of the tricuspid valve. This insulation damage can be considered as the root cause for the observed oversensing issues mentioned in the complaint description. Further inspection revealed a fracture of the conductor cable to the ring electrode in this area. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis.

Event description:
Ous MDR - after an implant duration of about 45 months oversensing with inappropriate shocks was reported. No adverse patient side effects were reported.